Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of seroma-late, lymphadenopathy and rupture was received on december 04, 2024 with lot number 3091250. Based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as surgical damage. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿5-6mm periprosthetic collection on the right breast presenting ecogenic lines in its interior," "some ipsilateral reactive adenopathy" and rupture diagnosed via ultrasound. This relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (phone number): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, device rupture.

Event description:
Healthcare professional reported ¿5-6mm periprosthetic collection on the right breast presenting ecogenic lines in its interior," "some ipsilateral reactive adenopathy" and rupture diagnosed via ultrasound. This relates to the right side. The device has been explanted and replaced.